Manufacturer narrative:
Exemption number e2017017. (B)(4). The investigation of the returned table side control showed no defects. It was determined that the issue could have happened due to incorrectly plugged cable of the table side control. At the concerned site the issue was resolved with the replacement of the table side control and the correct plug of the related cable. Additionally the spare part consumption of the table side control was checked and showed normal values below the defined threshold. No general problem in the field was determined. This report was submitted october 20, 2017.

Manufacturer narrative:
The system was checked by siemens local service. The error was isolated to the side control only. The investigation is on-going and a supplemental report will submitted if additional information becomes available.

Event description:
It was reported that the of the axiom sireskop sd table continued to drive after the control switch was released. The user was getting the room ready for procedure and tilted the table from 0 to 90 degree position using the table side control. There are no injuries attributed to this event.